Manufacturer narrative:
(B)(4). Device is combination product. The device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) trial. It was reported post a percutaneous coronary intervention with stent implantation myocardial infarction (mi) occurred. The patient presented due to silent ischemia and was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) and was described as 25mm long, with a vessel diameter of 3.5mm and 80% stenosis. The lesion was treated with direct stent placement using a 3.00x28mm promus element stent. Following post-dilatation residual stenosis was 0%. The following day, prior to discharge, cardiac enzymes were found to be elevated and mi was reported. No ischemic symptoms were observed and no action was taken to treat this event. The event was considered resolved without residual effect and the subject was discharged the next day on aspirin and clopidogrel.